Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post re-set ram crc and damage. Customer's blood glucose at time of incident was 14.3mmol/l. The customer advised that there is wrong date and time on the pump. Customer stated during the battery change battery was corroded and there was water in the battery compartment. The customer was advised that the pump will need to be replaced.

Manufacturer narrative:
After the battery installation, the pump gave a critical pump error due to a corroded electronic assembly. Unable to verify the pump error or perform the functional tests due to the critical pump error. The motor assembly was found corroded per visual inspection. The pump was received with minor scratches on the lcd window and case. The pump failed the leak test. The pump leaked around the keypad overlay seal.